Manufacturer narrative:
The device was not returned for eval. We are unable to determine to confirm the reported failure of the delayed deployment of the needle, to determine its root cause, or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported a late deployment of the needle and cannula during activation. Her bg reached high (>500 mg/dl) less than a day after activation. Customer delivered 9 units of insulin after removing pod.